Manufacturer narrative:
The suspect device was returned to olympus for evaluation. Inspection and testing did not confirm the reported event. Testing found the biopsy channel was leaking, there was watermark on the light guide lens, the objective lens was seriously scratched resulting in a blurry image, the protector was worn, the suction cylinder and switch were worn, the light guide tube and insertion section were wrinkled, and the electrical connector was corroded due to immersion. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, there was black liquid coming out of the scope after it was cleaned. The reprocessing took longer than expected as a result. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The customer may have experienced lubricant leaking from biopsy channel. Olympus will continue to monitor field performance for this device.